Manufacturer narrative:
This report was amended to reflect changes.

Manufacturer narrative:
(B)(4). Other devices used: catalog #00611005028, trilogy acetabular liner, lot #61160050; catalog #00801100328, zimmer cpt modular head, lot #61162837; catalog #00620005422, trilogy shell with cluster holes, lot #61151008. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain following a fall, which fractured his stem. During surgery, it was discovered the head, poly liner, and free edge of the cup were all worn due to friction.

Manufacturer narrative:
A photo of the explanted stem shows that it fractured at the neck. The manufacturing documentation was reviewed and found to be conforming to the quality procedures at the time of manufacture, with no anomalies, ncrs or deviations associated with the review. The device was used in treatment. The device had an in-vivo time of over 5 years at the time of fracture. The fracture occurred after the patient stumbled and fell at home. The patient's weight is noted as (B)(6). The IFU states that complications or failure of any total hip prosthesis is more likely to occur in patients with unrealistic functional expectations, heavier patients, especially those over 102 kg, small-boned patients, and more active patients. Revision operative notes describe metallosis and a deformed stem fracture site, which is due to the device remaining in-vivo for nearly a year as the patient was not immediately fit for revision. The devices were confirmed as compatible. No additional complaints have been received against the manufacturing lot of the cpt stem. With the information provided, a combination of the patient's high body weight and the patient's fall likely directly contributed to the fracture of the stem.